Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The sample has been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: upon inserting the catheter into the lumbar region of the patient, breakage occurred and a piece of the catheter was retained inside the patient. Neuro-spine was consulted immediately and evaluated the patient before allowing the patient into the or. X-rays were conducted. The physician decided to leave the broken catheter piece in the patient and to monitor the situation. The patient is without symptoms.

Manufacturer narrative:
(B)(4). One (1) used catheter without packaging was returned for evaluation. The sample was forwarded to the manufacturer for further evaluation. Visual examination noted the catheter to be broken off near the tip. Our manufacturer examined the device and it was noted that such damages may occur when the catheter is withdrawn against the cannula bevel which can cause the catheter to shear. The instructions for use states the following: "never pull the catheter through the needle as it may otherwise shear off." Based on the results of the sample evaluation, our manufacturer determined that this did not occur during the manufacturing process since the catheters were 100% inspected and no defects were found during the inspection. Therefore, the manufacturer attributed this issue to an application error. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.